Event description:
Reporter alleged blood glucose had been reading in higher the last two days of 300-400 mg/dl, however, test strips being used were expired. Customer stated meter read 400 mg/dl, so went to the hospital as a result where a lab indicated glucose was 70 mg/dl two hours apart. Customer indicated being treated with a saline IV and hospitalized for 2 days as a result of the comparison. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.